Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 around 11:30 am, during a sensor insertion, he hit a blood vessel and started bleeding. Since bleeding wouldn't stop, patient's wife took him to the hospital where he was treated. Patient stated that he is on a concomitant use of blood thinners which complicates blood coagulation. At the time of his call to dexcom technical support, despite some slight bruising at the insertion site, patient reported that he was doing fine.